Manufacturer narrative:
(B)(4) analysis was normal. No anomaly was found.

Event description:
It was reported that oversensing and high impedance was observed two days post implant procedure. The lead was explanted and replaced. The patient's condition was good.